Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the needle did not "penetrate the fill septum as deep as it usually would." Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 117 mg/dl.